Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Actions have been taken to prevent reoccurrence.

Event description:
It was reported that, following an unrelated procedure where surgery mode was not enabled. A manufacturer representative met with the patient and was able to recover the ipg.